Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. Additionally, it was reported that the pump touch screen was "bubbling". It was also reported that the pump usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. There was no adverse impact to the customer¿s blood glucose value. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.